Event description:
This event was reported as prosthetic valve endocarditis with severe pseudomonas bronchopneumonia, pseudomonas bacteremia with positive blood cultures. High fever, high white cell count, septic hemodynamics, vegetations on the prosthetic mitral valve and native aortic valve leaflets and severe mitral regurgitation. No further info was provided.